Manufacturer narrative:
Investigation: visual inspection revealed no non conformities with the device. The unit was very bloody. The device was tested to the vacuum weight test. The device was able to lift the weight without compromising the integrity of the foam seal bond. Based upon the findings of this functional test, the reported complaint "dropped the heart several times" could not be confirmed. Internal file number - (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, the xp-5000 dropped the heart several times. They trouble shooted the set and the lines, but the problem still persisted. A competitor's unit (medtronic urchin) was used to complete the procedure. The hospital did not report any pt effects. The product is returning.